Manufacturer narrative:
The ferritin reagent lot was 602731.

Manufacturer narrative:
Section b3, date of event was updated. Section d4, serial number was updated. The ferritin reagent lot expiration date was jun-2023. Calibration and qc were acceptable. There was no indication of a general reagent issue. Instrument performance testing from 21-nov-2022 passed. Based on the information available, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ferritin (ferritin) on a cobas e801 module. The initial result was 0.500 ng/ml with a data flag. The repeat result from the same instrument was 58.4 ng/ml. The repeat result from another instrument was 60.5 ng/ml. No questionable results were reported outside of the laboratory. The ferritin reagent lot number and expiration date were not provided.